Manufacturer narrative:
Initial reporter phone number: (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after the implantation of a tecnis 1 multifocal intraocular lens (iol), model number zkb00, -2.0 diopters deviated compared to the target diopter. The physician plans to explant the lens. No additional information was provided.

Manufacturer narrative:
Additional information received reported the lens was returned and the lens was explanted. Also, the implant date was (B)(6) 2017 and the explant date was (B)(6) 2017. Reportedly, the lens was replaced with the same model, but different diopter of 25.0. It was also reported that during the explant, a zonule was damaged and a little vitreous loss occurred. Visual acuity was lv=0.4(0.9×-1.0=c-0.5) nlv=0.9(n.c.) And inflammation will be getting better. In addition, the patient is a 75 year old female. The following sections have been updated. No additional information provided. Age/date of birth: (B)(6). Gender/sex: female. Outcomes attributed to adverse event: required intervention. If implanted, give date: (B)(6) 2017. If explanted, give date: (B)(6) 2017. (B)(4). Device available for evaluation?: yes, returned to manufacturer on 07/04/2017. Device returned to manufacturer?: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye showed the product is cut in pieces. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.